Manufacturer narrative:
Concomitant medical product received on: 13dec2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned the complaint device for investigation. It was returned undamaged and lacking any visible biological matter on the device. The catheter tubing did not pull through the cap when tugged on, but did rotate within the cap when rotated. The device failed to meet specifications for distance between the cap and the hub. A leak test was performed and the device leaked. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) for the final lot as well as all associated subassembly lots revealed no nonconformances. A database search revealed no other complaints from the lot at the time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, evaluation of returned product and the results of the investigation, it was concluded that a manufacturing deficiency and quality control deficiency caused or contributed to this failure. The returned device failed the gap gauge, so it is likely that the device was manufactured out of specification. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown patient required the placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. Prior to patient contact, the operator flushed the catheter with saline and found leaking of the saline at " the hub of the drainage catheter." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.